Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 11, 2016. (B)(4).

Event description:
End user reported red painful weepy skin under the tape collar. The issue initially started after the tape collar remained damp after swimming, she was seen by local wound ostomy continence nurse who diagnosed her with a fungal infection. The end user was instructed to use anti-fungal powder and prep spray, however she reported no improvement. She was then seen by multiple dermatologists who diagnosed her with contact dermatitis and prescribed clobetasol propionate 0.05 percent ointment. The end user reported that she has been using the product every other day since (B)(6) 2014 but the condition persists.